Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc incomplete needle retraction. The following information was provided by the initial reporter: needle failed to completely retract ¿ was button depressed? Can the button be pushed, or does it appear ¿stiff or stuck¿? Yes the button was depressed, not stiff. ¿ did needle retract at all? Was there a needle stick injury? The needle retracted as much as the picture displayed, and thankfully no the user was experienced and was not stuck. ¿ was this defect observed in an unopened sealed package? (Needle premature retraction) no, it occurred when removing the device from the patient. ¿ please confirm whether there was any patient impact. Thankfully no issue for the patient. ¿ any adverse event or serious injury reported to patient or healthcare professional? None. ¿ please confirm whether there was any patient impact. No patient impact.

Manufacturer narrative:
Investigation results: the complaint that the needle failed to fully retract was confirmed; however, the root cause could not be determined from the photograph that showed an insyte autoguard unit with evidence of use. The safety mechanism had been activated and the needle was partially retracted. What prevented complete retraction could not be determined from the photograph. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Although the root cause could not be determined, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.